Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had a display anomaly; the text on the display was showing through the lcd very faintly. There were no cracks or scratches on the insulin pump or the display. The patient's blood glucose at the time of incident is unknown. Troubleshooting also confirmed that there was no moisture exposure to the insulin pump. The caller also mentioned that sometimes insulin would not deliver properly despite no alarms occurring. The patient was not available to perform a high pressure test to confirm the functionality of the no delivery alarm; the customer was recently in a road accident where they were knocked off of their bike by a moped. The insulin pump is out of warranty and will not be returned for analysis.

Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected faintly anomalies noted. No unexpected display anomalies were noted. No damage on the lcd isolation tape was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.